Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration/ migration of essure device location of device: coming out of tubes") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena in 2009. In (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), dysmenorrhoea ("dysmenorrhea (cramping)/ bleeding pain/ periods and pain increased in bed and couldn't move for 7 days or longer"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("lower abdominal pain") and mobility decreased ("in bed and could not move for 7 days"). The patient was treated with surgery (underwent a bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pelvic pain, dyspareunia, fatigue, abdominal pain, back pain, adverse event, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain lower and mobility decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adverse event, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mobility decreased, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she reported that she implanted essure on 2012 or 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of her fallopian tubes. Most recent follow-up information incorporated above includes: on 18-oct-2018: plaintiff fact sheet received. New reporters and reporter information added. Plaintiff demography added. Product explanted date updated. Historical drug and laboratory data added. Added events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia),dysmenorrhea (cramping) and mobility decreased. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration/ migration of essure device location of device: coming out of tubes') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea and menses irregular. Previously administered products included for an unreported indication: mirena. Concurrent conditions included pain in thigh, arthralgia, dysfunctional uterine bleeding and dysmenorrhea. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 9 months 9 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). In 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ bleeding pain/ periods and pain increased in bed and couldn't move for 7 days or longer") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), abdominal pain lower ("lower abdominal pain") and mobility decreased ("in bed and could not move for 7 days"). The patient was treated with surgery (underwent a bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pelvic pain, dyspareunia, fatigue, abdominal pain, back pain, adverse event, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain lower, mobility decreased and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adverse event, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mobility decreased, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she reported that she implanted essure on 2012 or 2013. Discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of her fallopian tubes; on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-dec-2019: plaintiff fact sheet received. Events added from pfs- apareunia (inability to have sexual intercourse). Historical drug were added. Onset date of event dysmenorrhoea, pelvic pain, menorrhagia, vaginal haemorrhage were updated. On 16-dec-2019: medical records received. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy) and surgery (underwent a bilateral salpingectomy and/or hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, pelvic pain, dyspareunia, fatigue, abdominal pain, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation, dyspareunia, fatigue, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of her fallopian tubes company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.